Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. The customer's blood glucose level was 218 mg/dl and was addressed with a bolus using the pump. The customer detached the pump from the infusion site, saw insulin dripping from tubing and reattached to the same site with no occlusion alarm. No further troubleshooting was performed.